Event description:
It was reported the customer was experiencing high blood glucose. Customer's blood glucose was 544 mg/dl. Customer treated by manual injection. Troubleshooting was done. Customer reported that there was air bubble about 3 inches in the reservoir. The customer was assisted in resolving the air bubble and performed high pressure test. The insulin pump passed. It was found during the troubleshooting that the insulin pump is working as designed. The customer was advised to speak with healthcare provider regarding possible causes of high blood glucose.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.